Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit after a battery change. The customer did not recall the blood glucose reading. The customer was explained the reasons for the alarm. The customer also reported a failed battery test alarm. The battery cap contacts were not missing or damaged and no damage or corrosion was found on the battery compartment or spring. The customer had already received a new insulin pump.